Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the jaw boot slot. The tip of the hot jaw silicone boot was peeling. There were some signs of clinical usage and some evidence of blood. Based upon the visual observations, the reported complaint for "heater separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester had completed 85%-90% of branch ligation when he removed the vasoview hemopro 2 device to clean the jaws. He used a gentle wiping with a wet sponge. During this cleaning, it was noted the wires on the jaws had become separated from the jaw itself. He obtained another hp2 kit and successfully completed the procedure. There was no harm or injury to the pt. The product was returned.